Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use the current pump for insulin therapy and a replacement pump was sent. Customer¿s blood glucose level was 82 mg/dl.